Event description:
It was reported that a spectrum pump had downstream occlusion alarms. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the reported symptom of constant downstream occlusion through the history log, but could not reproduce it. The downstream sensor current was found to be too high with a loaded set. This elevated current makes the pump more sensitive to false "downstream occlusion" alarms. The force sensor flex assembly was replaced.